Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the lock screen was frozen. Customer's blood glucose levels were not impacted. Customer to call health care practitioner (hcp) for manual insulin injections for insulin therapy. Customer declined to follow up.